Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the device replacement procedure, lead was found to be dislodged under fluoroscopy. Lead was capped and replaced during procedure on (B)(6) 2016. Patient's condition was stable.